Event description:
It was reported that a wound drain broke at the white connector point. There was no patient injury reported and no additional information available about this event. The reporter stated, the sample had been sitting in her office so long, she did not know who to contact as they have 150 medical personnel on staff.

Manufacturer narrative:
One partial was received in one piece. The sample consisted of the drain tube and the drain connector. The actual channel portion was not returned. The sample had broken at the transition area. The jagged edge at the break area is indicative of excessive force having been applied to the drain beyond its tensile capabilities. There was nothing noted in the returned sample that showed any manufacturing related deficiencies. The incoming quality assurance records were reviewed for this component and the records did not show any rejects related to tensile values. All values within the last two years were above those specified in the international standard for surgical drains. A review of the instructions for use showed the following cautions: to avoid the possibility of drain damage or breakage: do not puncture or perforate drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Drain breakage may require surgical removal.